Event description:
Dermabond applied to pt during surgery on (B)(6) 2012. Pt reported to ed on (B)(6) 2012 due to wounds become red with yellow drainage. Pt started with hydrocortisone cream. Symptoms: erythema multiform, purpura; hydrocortisone dose: apply units; freq: bid, route: top; dose or amount: 0.5ml, frequency: every day, route: other. Dates of use: approx (B)(6) 2012.